Event description:
It was reported that review of the transmission revealed that the right ventricular lead exhibited multiple rv oversensing noise episodes. The lead was explanted and replaced. The patient was in stable condition post-procedure.